Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and heavily calcified. Multiple attempts were required to cross the lesion with the guide wire and oad. The lesion was treated with the oad using six passes on low speed and one pass on high speed. A balloon was inserted and inflated once, and a perforation was noted. Balloon angioplasty and stent deployment were performed to resolve the perforation, and the patient was stable following the procedure.

Manufacturer narrative:
Adverse event problem: no patient code available - vessel spasm. In good faith, please note that due to a vendor system batch processing error, the individuals responsible for regulatory reporting at csi were not notified of this event, resulting in submission of this report outside of the 30 day due date. The vendor has identified the root cause of this error and corrective actions are being implemented. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures.  While inconclusive, there was no evidence that the visual observation of vessel spasm was the result of the use orbital atherectomy device or that it caused or contributed to an adverse event for this patient. Csi ID# (B)(4).

Event description:
During routine protocol required angiographic analysis by the trial core lab, vessel spasm was noted after use of the orbital atherectomy device. No adverse events or angiographic complications related to vessel spasm were reported by the treating physician.